Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, when they cut off the gastric body, the stapler was not able to fire. After pressing the green button, reload cannot be fired. Another device was used to complete the case.